Manufacturer narrative:
Device evaluated by MFR: the epic was returned for analysis. A visual examination identified no issues or damage to the handle of the device. The safety lock was in place on the rack of the device. The device was received with the stent partially deployed on the delivery system. The investigator removed the safety lock and successfully deployed the stent without issue. A visual examination identified no issues with the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
Reportable based on device analysis completed on 16jul2025. It was reported that stent failure to deploy. The 85% stenosed target lesion was located in the mild tortuous and moderately calcified superficial femoral artery. A 6x80x120 epic ous vas was used for procedure. During the procedure, it was noted that there was difficulty in deploying the stent. The procedure was completed using an alternate device. There were no patient complications as a result of this event. However, returned device analysis revealed a stent partial deployment.